Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi viperwire guide wire fractured and had to be surgically removed from the patient. The patient demonstrated claudication in the lower right extremity. The physician treated the claudication using a csi viperwire guide wire and a csi orbital atherectomy device (oad). During treatment, the viperwire fractured and a portion remained in the patient. The fractured portion of the viperwire was surgically removed from the patient. The patient status remained stable throughout the procedure.